Event description:
It was reported that the customer received a continuous glucose monitor error 42 which resulted in a blood glucose (bg) level of 16.2 mmol/l. The pump was reset, and the customer resumed normal insulin therapy to resolve the bg.